Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User stopped responding to sounds with the device suddenly. No redness or swelling around the implant side was found; however a trauma or accident can't be excluded due to patients age. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
User stopped responding to sounds with the device suddenly. No redness or swelling around the implant side was found; however a trauma or accident can't be excluded due to recipient's age. The recipient was re-implanted.